Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "ruptured gel implants very liquid." The device has been explanted.

Event description:
Healthcare professional reported left side "ruptured gel implants very liquid." The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, patient reported ¿being absolutely livid and shocked about this event¿, ¿this style of implant has had many problems¿, and ¿in the middle of getting some testing done for silicone lymphadenopathy¿.